Manufacturer narrative:
The previously reported aware date was incorrect. The aware date was 2026-feb-28. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was receiving fentanyl (1000 mcg at 600.68437 mcg/day) and bupivacaine (10 mg at 6.00684 mg/day) via an implantable pump for unknown indications for use. It was reported that the patient had inadequate pain relief in their lower back that radiated to their left thigh and left foot. An increase was made in sc fentanyl by 200mcg. Additional information received from the healthcare provider via a clinical study indicated that an increase bolus dose to 30mcg was made. On 2023-09-13 psr update (hcp, sdy): additional information received from the healthcare provider via a clinical study indicated that the addition of hydromorphone by 0.3mg was made. Additional information was received from the healthcare provider via a clinical study indicated that on (B)(6) 2023 the patient reported 9/10 pain. Additional information received from the healthcare provider via a clinical study indicated that the patient's pain had increased. An increase in sc medication by 150mcg was made. Additional information received from the healthcare provider via a clinical study indicated that an increase in medication by 90mcg was made. Additional information received from the healthcare provider via a clinical study indicated that the patient had increased pain. The addition of morphine by 0.3mg/day was made. Additional information received from the healthcare provider via a clinical study indicated that the patient requested an additional increase. An increase in morphine was made. Additional information received from the healthcare provider via a clinical study indicated that the patient had 9/10 pain. A si joint injection was given and an increase in morphine of 0.5mg was made. Additional information received from the healthcare provider via a clinical study indicated that the patient had 8/10 pain. The addition of 4 boluses per day at 25mcg each was made. Additional information received from the healthcare provider via a clinical study indicated that the patient had increased pain and wanted to return to their original dosing (prior to bolus removal and decrease during hospitalization). It was noted that the patient had 9/10-8/10 pain and that bolues brought their pain down to 7/10 for an 1-1.5. On (B)(6) 2025 the addition of 3 boluses and an increase by 10mcg was made. Tramadol 50mg 2x/day #10 was administered on (B)(6) 2025. On (B)(6) 2026 an increase in sc fentanyl by 75mcg and the addition of 3 boluses was made. A lumbar epidural steroid injection (left l4-5, l5-s1) was given on (B)(6) 2026. An additional increase in bolus dosage by 10mcg was made on (B)(6) 2026.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the healthcare provider via a clinical study indicated that the patient was patient was scheduled for updated lumbar MRI and surgical consult.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the healthcare provider via a clinical study indicated that the patient was hospitalized due to visual and auditory hallucinactions on (B)(6) 2025. While hospitalized, norco was discontinued and the pump dosing was decreased. The patient also discontinue use of buspar, trazodone, and effexor. The patient was later discharged on 2025-sep-5 with much improvement in hallucinations. The patient was currently being scheduled for an updated lumbar MRI and surgical consult.